Event description:
It was reported that the customer experienced an increase instrument failures and breakage. No specific incident was reported for this complaint; however, some particular instruments such as, hot shears, mega suturecut needle drivers, and fenestrated bipolar forceps were mentioned. The clinical sales representative (csr) stated that the issue will be investigated further. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-may-2024: the customer has been experiencing instrument cable breaks. Csr held a call with the customer to review their current handling and care practices with davinci instruments during the procedure as well as reprocessing. Customer stated they would work on returning the broken instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.